Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 430 mg/dl. The customer did not experienced any other symptoms. The customer was treated with insulin pump. Customer also stated an issue of change sensor alert. Customer also reported they did not receive sensor updating or sensor glucose value not available and calibration not accepted. Customer was advised to replace sensor. The customer declined troubleshoot. The insulin pump will not be returned for analysis.